Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was opened and the vessel locator was kinked in the package. The patient was in stable condition. The procedure was completed successfully. Additional information was received 25 september 2019: the type of procedure the device was intended for was a splenic bleed. A second angio-seal device was used to complete the procedure.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update device evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The arteriotomy locator and hemostasis sheath were returned mated along with the header bag. Visual inspection revealed no damage or deformation on the returned components. The components were mated again and there was an audible snap heard. No anomalies were found on returned components. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.